Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was falling off the fridge. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was falling off from the refrigerator. A field service engineer removed the hasp that was coming loose and cleaned the remaining 3-meter adhesive from both the hasp and the refrigerator surface then applied a new 3-meter strip and reattached the hasp securely. The functionality was then tested in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.